Event description:
Boston scientific received information that this right atrial lead had dislodged. A revision procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.